Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report he was unable to program the calibration code number into the one touch basic enhanced meter. The sr. Medical surveillance specialist (smss) contacted the patient to obtain and verify information; however was unable to reach him by telephone. On september 4, 2009, the smss sent a letter requesting the patient contact medical surveillance. On an unspecified date, the patient noted he was unable to program the reported meter with the correct calibration code number for the test strips in use. During this time period, the patient continued to take his usual dose of humulin 70/30 insulin. Two weeks later, the patient reportedly experienced the symptoms of sweating, shaking and frequent urination. The patient did not report seeking any medical attention or treatment. It would have been helpful to determine if the patient made any adjustments to his insulin doses due to the meter issue, if he had a backup meter, if these are the patient's symptoms of high or low blood glucose levels, if he received any treatment, his expected blood glucose readings, and the date and time of the onset of symptoms. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms that suggest both severe hypoglycemia, and severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.